Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 was observed leaking within the housing. The customer observed water droplets inside the housing and white crystals were observed when the patient returned the hospital. The device was filled with 5- fluorouracil and saline. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one device for evaluation. Leak condition not confirmed. Visual examination showed no signs of white drops or white crystals inside the housing. No evidence of abnormality was noted from the unit. A leak test was subsequently performed on the unit by refilling the bladder with green water then monitored for 24 hours. After 24 hours of leak monitoring period, no signs of leak were noted inside the housing or anywhere in the entire device. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.